Event description:
Related manufacturer reference number: 2017865-2021-37020. It was reported that the patient presented for an implant procedure. During the procedure on (B)(6) 2021, the atrial lead to be implanted could not be disconnected from the header of the implantable cardioverter defibrillator during the lead reposition. The atrial canal screw was not unscrewing to remove the lead. Then, the layer of silicone over the screw was removed but there was silicone between the screw and its fitting in the generator head. The atrial lead was cut in its proximal portion and what was left of the atrial lead still connected to the implantable cardioverter defibrillator was isolated.